Event description:
It was reported that the patient experienced a loss of therapeutic effect (acute pain) and no stimulation sensation. The patient always had pain, but it seemed to be stronger on the day of report. The pain was in her lower back, hip, and right leg. The patient saw her physician the day prior to report and did some "adjusting." No adjusting was done to the device but the patient did leg lifts and pressure had been applied to pressure points. The patient had not endured any falls or trauma. Impedance measurements were >4000 ohms except 0/2 (1395 ohms), 0/5 (1395 ohms), and 2/5 (690 ohms). The patient felt stimulation in the rib area and could not tolerate increasing stimulation. At 1.5 volts, group impedance for program 1 ( 2+,5-/180pw/55hz) was 300 ohms and program 2 (4-,5+/270 pw/55hz) was >4000 ohms. The patient had hand surgery recently and the implantable neurostimulator hadn¿t been working properly since. The hand surgery had "not been a good one." The patient was not feeling stimulation where she needed it. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information reported that the cause of the event was unknown. It was also unknown whether the event was due to the implantable neurostimulator (ins) and/or the lead/extensions. A revision surgery to replace the "generator" was performed on (B)(6) 2012. Fluoroscopy was used during the surgery and reprogramming occurred the same day. It was noted that the patient did not require hospitalization due to this event. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
Product ID: 7489, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7489. Serial# (B)(4). Implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer. Patient product ID: 3998, lot# lb2132, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Follow up information received confirmed that the implantable neurostimulator and extensions were explanted and replaced. It was noted that at the procedure, it appeared that the high impedances were due to a connection to the ins issue. Following the replacement surgery, the patient was reported as getting 'great coverage' for their pain and was happy.

Manufacturer narrative:
Product ID 7489, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type extension; product ID 7489, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type extension. (B)(4).